Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged and missing a t:lock connection, customer was unable to connect it to the infusion set. Customer's blood glucose (bg) level was more than 500 mg/dl. Reportedly, the customer was able to resolve bg by going for a walk.